Event description:
It was initially reported by the surgeon that the pt was taken into surgery for an end of service battery replacement. When he interrogate the pt's device, he noticed that the pt's device settings were altered by a faulty system diagnostics test. This likely happened in the treating physician's office as he had a faulty system test in the operating room. Eri status said yes but the settings were not the intended settings. Good faith attempts to obtain additional info has been unsuccessful till date. The cause of the event is unk at the moment.